Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer&#38112;blood glucose level was elevated; however, the value was not provided. During the call with tandem's technical support, the customer was able to load a new cartridge successfully.